Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: han n, ma l, zhao l, xu g, jia y, wang h.. The dilator-dotter technique can successfully treat tandem lesions of posterior circulation.. Medicine 103(4):e37044. 2024. Doi:10.1097/md.0000000000037044 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of death due to cerebral hemorrhage and severe ischemia, thrombus, and brainstem hemorrhage in association with solitaire thrombectomy. The time frame of this study was between (B)(6) 2021. The purpose of this article was to investigate and refine the surgical approach, specifically the efficacy and safety of the dilator-dotter technique, in treating tandem lesions of the posterior circulation. The authors reviewed 9 cases of patients treated for occlusion of the proximal vertebral artery and tandem occlusion of the basilar artery using mechanical thrombectomy. Of the 9 patients, the average age was 66 years, 3 were female and 6 were male. Eight out of nine patients underwent emergency vertebral artery stenting after the thrombectomy with a non-medtronic stent to prevent re-occlusion. The article does not state any technical issues during use of the solitaire. In addition, 5 patients had a modified rankin scale score of less than or equal to 3 at the 3 month follow up examination. The following intra- or post-procedural outcomes were noted: two patients died due to postoperative cerebral hemorrhage and severe ischemia. Patients achieved complete revascularization and 1 patient suffered from thrombus escape postoperative brainstem hemorrhage in stent re-stenosis treated with dual antiplatelet medication (not a medtronic stent)